Event description:
It was reported that during a surgical procedure conducted at the user facility the device caused a burn on the lip/cheek of the patient. The burn was treated with ointment and a bandage at the time of the event. No additional treatment was required, and no medical intervention was necessary. The procedure was completed successfully using back-up equipment without a delay.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device caused a burn on the lip/cheek of the patient. The burn was treated with ointment and a bandage at the time of the event. No additional treatment was required, and no medical intervention was necessary. The procedure was completed successfully using back-up equipment without a delay.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it broken down lubrication and widespread corrosion were found, which can lead to heat.